Manufacturer narrative:
Hospital retained device.

Event description:
It was reported that approximately 6 years post-operatively an unknown aviator screw migrated and the locking mechanism of an unknown aviator plate detached. The patient had fused and healed and the hardware was removed. The surgery was completed successfully. No adverse consequences or surgical delay were reported. This report is for the aviator screw migration.

Event description:
It was reported that approximately 6 years post-operatively an unknown aviator screw migrated and the locking mechanism of an unknown aviator plate detached. The patient had fused and healed and the hardware was removed. The surgery was completed successfully. No adverse consequences or surgical delay were reported. This report is for the aviator screw migration.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.